Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that the cobas® ampliprep/cobas® taqman® hiv-1 test, version 2.0 performed within specifications. Analysis of the run data showed that the controls performed consistently without any major shifts or suppressions. However, the investigation was limited as no sample material or sample ID was provided, and the alleged results could not be confirmed. The likely cause of the reported discrepancy is sample-specific factors. As stated in the method sheet, the performance of the assay has not been evaluated with specimens containing hiv-2, which may have contributed to the observed result. There is no indication that the product is not performing as intended.

Event description:
The initial reporter alleged a discrepant result when testing a sample with the kit cap-g/ctm hiv-1 v2.0 expt-ivd on the cobas ampliprep instrument. The sample was reported to be seropositive, but the result generated by the assay was target not detected (tnd).